Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that there was an air leak from the water trap on an rt112 adult breathing circuit. This was noticed after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt112 adult breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt112 adult breathing circuit including the water trap was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested for the reported leak and was subsequently submerged in a water bath to identify the source of the leak. Results: pressure test revealed that the returned circuit was out of specification and exhibited significant leak. The water bath test identified the leak through the connection between the water trap lid and bowl. Conclusion: the water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. The leak identified in the returned breathing circuit was due to the failure of the seal between the water trap bowl and lid. All breathing circuits are pressure and flow tested during production and those that fail are rejected. This suggests that the leak developed post production possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt112 adult breathing circuit state the following: "set appropriate ventilator alarms"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).